Event description:
T was reported that the cartridge was leaking from the cartridge septum. There was no adverse impact to the customer's blood glucose level. Replacement cartridges were sent to the customer to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.